Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed for pain management in the continuous + bolus mode, to deliver fentanyl 10mcg/ml, with a 10mcg/hr continuous rate, a 10mcg bolus, a 10 minute patient lockout, a 6 bolus/hr limit, a 250ml container size and the delivery was started. On (B) (6) 2009 at an unspecified time, the nurse noted while measuring the amount remaining in the container that there had been an "overinfusion of 44.3ml over 2.5 days." The device was removed from clinical service. The customer contact stated there was no change in the patent status and no reported delay in therapy critical to this patient. No medical interventions were provided. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information including if the therapy was resumed using a replacement device was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. (B) (4). (B) (4).